Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2022. Medical product: unknown. Therapy date: unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is having pain. The pain started at the time of application at the doctor's office. The patient rated her pain as a 10 on a scale of 1 to 10, which is considered severe. The pain is on the skin. The patient took off the controller at 6 am, and the pain went away around noon. The patient left a message for the doctor, and there has been no response yet. The patient had the stimulator on then for about an hour, and she had mild pain in the bottom of the foot. The skin is normal. The sales rep told her to increase treatment by 1 hour every 2 days. The patient will be calling on monday to give an update on the pain. The patient later reported that she is still having pins and needles on the foot and pain. The patient was sent a new bhs controller, sflx xl coilette, and a zero-inch cable it was reported that no further information is available.

Event description:
It was reported that the patient is having pain. The pain started at the time of application at the doctor's office. The patient rated her pain as a 10 on a scale of 1 to 10, which is considered severe. The pain is on the skin. The patient took off the controller at 6 am, and the pain went away around noon. The patient left a message for the doctor, and there has been no response yet. The patient had the stimulator on then for about an hour, and she had mild pain in the bottom of the foot. The skin is normal. The sales rep told her to increase treatment by 1 hour every 2 days. The patient will be calling on monday to give an update on the pain. The patient later reported that she is still having pins and needles on the foot and pain. The patient was sent a new bhs controller, sflx xl coilette, and a zero-inch cable it was reported that no further information is available.

Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type additional information - d9: device available for evaluation and returned to manufacturer date, g3, h2, h3, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11 the bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. (B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The compliance data was downloaded for the bhs controller. The compliance data indicates that the unit treated for 0 hours and was used for 9 days. Review of the DHR indicates that no abnormal condition reported. The clock lifetime of the bhs controller was 400 days. The controller automatically enters ¿end of lifetime mode¿ after 400 days as per dsd-00173 revision a and dsd-00116-srs (7900032) revision e. At the time of the complaint, the unit was not at endpoint. The bhs controller was reset in order to perform the burn in test. The unit ran burn-in with sample coil stand alone for ten (10) hours with ac adapter and (10) hours without an ac adapter without a problem. The compliance data was downloaded after the burn in test. The compliance report did accurately record the additional treatment time from the burn in test. Review of the signal was performed and the measurements were within specification. Refer to the technical data sheet in the investigation section. Calibration information: all tests inspections were completed using tektronix oscilloscope ID os-c000005 with calibration due on (B)(6) 2025 and tf1061.c00 which does not require a calibration due date. Test/inspections were completed by the quality department on the date of (B)(6) 2024. The failure was not confirmed for the reported condition of "pain from unit". The controller was tested and operates as intended. Review of complaint history identified (B)(4) total complaints from ((B)(6)2021) to ((B)(6) 2022) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. (B)(6) medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.